Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that undersensing was observed with the right atrial (ra) lead. Reprogramming was done for lead sensitivity and the ra lead remains in use. No patient complications have been reported as a result of this event.